Manufacturer narrative:
(B)(4). The customer reported that the unit failed the opcheck with a "fail/dx." The customer also reported that the unit is not recognizing a non-philips battery in the b battery compartment. There was no report of patient involvement. The unit was evaluated at philips. The reported issue with the non-philips battery could not be confirmed as the battery was not sent in with the unit. Upon evaluation, this unit had a critical charge shock failure. Replacement of the therapy pca resolved the failure. The unit passed all post-servicing testing and was sent back to the customer site.

Event description:
The customer reported that the unit failed the opcheck with a "fail/dx." The customer also reported that the unit is not recognizing a non-philips battery in the b battery compartment. There was no report of patient involvement.